Event description:
Physician reported rupture. Left side. Device to be explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Clarification to d.6.b.: confirmation of explant date has not been received.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: physician reported rupture.

Event description:
Physician reported rupture. Left side. Device to be explanted.